Event description:
It was reported that the customer went to the emergency room with a blood glucose (bg) level displayed as "high"; however, a specific value was not provided. Customer was treated with intravenous insulin and observation to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage. Reportedly, a malfunction alarm had occurred. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.